Event description:
It was reported that the rotapro burr became stuck with the rotawire. A 1.50mm rotapro and a rotawire were selected for use. During removal, the rotapro burr became stuck with the rotawire. The set rotation speed was 180,000 rpm but the maximum rotation speed was only 170,000 rpm. The stuck rotapro burr and rotawire could not be released, so the rotapro burr was removed outside the patient together with the rotawire as one unit. The patient was stable after the procedure.